Event description:
It was reported that a remote alert was received from this pacemaker, indicating that the right atrial (ra) intrinsic amplitude was out-of-range. Additionally, intermittent atrial undersensing was also observed. The physician is continuing with normal monitoring and there was no adverse patient effects reported. This pacemaker remains implanted and in-service.